Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: insertion part connecting tube has a dent, and control unit angulation less than specified. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported, to olympus that the evis exera iii bronchovideoscope had a b30 error during preparation, for use for an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.